Event description:
It was reported that the usb serial cable adapter for customer's motion tablet was broken. It was reported that the customer also lost the power adaptor cord of the motion tablet. The suspected faulty usb cable was discarded; therefore, no analysis can be performed. Review of manufacturing records confirmed all tests passed for the involved tablet prior to distribution.

Event description:
The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.